Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Device evaluation summary: the device was received with a trace of clear fluid. No foreign material was observed within the device and on the shell surface. Device appears clean and intact. Leak testing revealed a rent that measured approximately < 0.1cm on the anterior aspect and no difficulty with expansion. No anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number 7317205, and no non-conformances related to the reported complaint condition were identified. Because mentor performs 100% inspection and testing of all devices prior to release, the mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the pids by stating that these devices should not be considered lifetime devices. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a patient underwent an unspecified surgery with a mentor tissue expander 250cc device that was difficult to expand. In addition, there was a spill of physiological solution. This issue was reported for the left breast device. As a result, the patient underwent explantation on (B)(6) 2017.